Event description:
Info received indicated the chair function from right intermediate siderail did not operate.

Manufacturer narrative:
Hill-rom tech found that there was fluid ingress on the right ucm board. He found that the siderail label had been torn. He did not know what had torn the label or how it had gotten torn. He replaced the right ucm board and right caregiver label and the bed functioned to specifications.